Manufacturer narrative:
Additional information was received stating that that the customer experienced a blood glucose (bg) level of approximately 50 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Additionally, it was reported that the pump battery fully depleted and the pump shut off due to the customer not charging the pump. Subsequently, the customer experienced a blood glucose level of 465 mg/dl, nausea, and diabetic ketoacidosis. Customer required assistance to treat bg level via manual injections. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, the customer required assistance to treat bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.